Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was in backdown position. The needles and sutures were not returned with the device. The sheath appeared normal. During the investigation, the guide wire patency was performed. The guide wire was backloaded and frontloaded without a problem or resistance. The sheath was sliced open to check for hemostatic valve and exit ramp and both were found normal. Based on the investigation, the device performed according to specification; therefore, the root cause for reported complaint could not be determined. However, it was reported that a non-abbott guide wire was used in the reinsertion of the device. Since there was no information regarding the non-abbott guide wire, we cannot verify if this contributed to the reported experience. It was also reported that the device was deployed in a mildly calcified common femoral artery. It is unknown if calcification of the femoral artery contributed to the event. No manufacturing or quality issues were detected review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The second and third prostar (B)(4), are each being filed under separate MFR numbers.

Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure during a preclose technique of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the first prostar xl was inserted through the guidewire successfully and the sutures were deployed. During device removal, to maintain guide wire access, an attempt was made to re-insert the non-abbott guide wire, but difficulty was encountered and it could not be advanced past the distal end of the guide wire exit port of the device. A second non-abbott guide wire was successfully used. The first device was removed and the second prostar xl device was attempted to be used; however, it could not be placed due to the calcified artery. The third prostar xl device also could not be placed due to the calcification. After the interventional procedure, the sutures from the first prostar xl together with manual compression were used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.